Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 18 mmol/l. Customer's insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.